Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was noted in/on the helix mechanism.

Event description:
It was reported that the lead was difficult to position at implant, due to an occluded svc (superior vena cava). After several positioning attempts, wrinkling in the lead's outer insulation was noted. The lead was not implanted, and a different lead was used. No patient complications have been reported as a result of this event.